Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy procedure. It was reported that the el314 clip applier would not hold the clip. Another el314 was opened to complete the case. There was no consequence to the pt. No dr name available due to instrument being left in csr according to rep.